Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal side manipulator (usm) involved with this complaint and completed the device evaluation. The usm arm failed in normal mode as several instruments were not recognized during functional testing. Review of the system logs confirmed multiple recognition issue. Defective presence pins, degree of freedom (dof) 8 rotor and gearbox were identified. The harmonic ace instrument that was installed into the usm at the time of the event was returned to isi as a discrepant return. Failure analysis of the instrument confirmed no issue with the harmonic ace.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the user observed sterile adapter recognition issue with universal side manipulator (usm) arm 3. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was performed by reseating the sterile adapter and replacing the drape on usm arm 3 as well as performing a system power cycle; however, issue did not resolve. Tse instructed the user to inspect usm arm 3 and confirmed that one of the presence pins on the carriage was allegedly stuck. Usm arm was retested and error code 25750 was displayed. Following this, tse confirmed a defective usm arm. The procedure can be continued using the remaining usm arms. No additional troubleshooting was performed. The surgeon elected to convert the procedure to traditional laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use. It was stated that the procedure would have not been completed with the remaining usm arms, thus the decision to convert.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed and reproduced the issue identifying a faulty usm arm 3. After replacement of the usm arm, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The replaced usm arm was returned to isi; however, failure analysis has not been completed to confirm/identify any reportable failure mode(s). The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.